Event description:
Unknown as to time or place of actual break of implanted plate; pt scheduled for surgery due to detection of nonunion of fracture; pt's plate found to be broken when pt had surgery.